Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a cystocele. It was reported that following insertion the patient experienced severe bladder pain, bladder infections with bleeding, bladder muscle spasms, bowel and bladder dysfunction, bladder pressure, urinary retention, painful urination, vaginal burning, urinary tract infections and painful intercourse. It was reported that the patient experienced voiding dysfunction and cystoscopy was performed on (B)(6) 2011. No additional information was provided. (B)(4) - bowel dysfunction; bladder dysfunction; bladder pressure; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal itching, urinary frequency, hematuria, vaginal candidiasis, voiding dysfunction, urgency and urinary hesitancy.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems, depression, anxiety and grief. (B)(4).